Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on 38 patients. Of those 38 patients, 24 patients had erroneous na results reported outside of the laboratory and 2 patients had erroneous na and k results reported outside of the laboratory. The customer had performed "green rack" maintenance prior to the generation of the erroneous. All of the original results were reported outside of the laboratory. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number for the na and k electrodes in use were not provided by the customer. The field service representative found the cleaning solution from the "green rack" maintenance in the sample probe. He performed an air purge and prime. He performed calibration and controls along with precision testing and correlation to a second modular system. All checks were good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The calibration information provided for investigation showed that the standards used for calibration were highly concentrated. A calibration performed with highly concentrated standards may cause low results. The root cause of this issue is an off-label use of the low and high calibrators. An instrument malfunction could not be detected. The field service representative's findings of cleaning solution in the sample probe would cause ha high concentration of sodium ions and therefore high results and was not identified to be the cause of this event.